Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reason for surgery: sui, cystocele. Concurrent procedures: perivaginal defect repair, cystocele repair. It was reported that following insertion patient experienced urinary/bowel problems, recurrence, dyspareunia, infection, and bleeding. It was reported that patient underwent excision with revision of cystocele on (B)(6) 2006 due to extrusion.